Event description:
Patient was revised to address disassociation of the metal and poly portions of the patella component caused by a fall. Poly wear of the patella was found.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Product information required to review the device history records and search the complaint database was not provided. The investigation could not draw any conclusions about the reported device disassociation and polyethylene wear without the product to examine; however, the initial reporting stated the patient experienced trauma (fall) and was a likely contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the product and/or additional information be received, the investigation will be re-opened.